Event description:
The customer reported a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. However, the svc rep did reseat the boards on the backplane. The sys was operating as intended.